Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x16mm promus element¿ drug-eluting stent, it was noted that the stent strut was not position in the mid part of the stent. The device was not use and decided to do plasty using a 2.5x20mm promus element stent and the procedure was completed. No patient complications were reported and the patient's status was stable. The patient was responding well to medications.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The manufacturing data for the maximum crimped stent profile was within the maximum stent profile specification. There are no anomalies between the manufacturing data and the specifications. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks on the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found multiple outer and inner kinks. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x16mm promus element ¿ drug-eluting stent, it was noted that the stent strut was not position in the mid part of the stent. The device was not use and decided to do plasty using a 2.5x20mm promus element stent and the procedure was completed. No patient complications were reported and the patient's status was stable. The patient was responding well to medications.